Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump were very hard to push and had delayed response. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump was louder during rewind and prime and battery life diminished. Customer reported that battery cap was broken and plastic was missing and screen scratched. The insulin pump will not be returned for analysis.